Event description:
Small electrical fire noted by surgical assistant at the edge of the surgical drape. Presumed cause was electrical short from a defective cord. Quickly extinguished and no harm to the patient occurred.